Event description:
Patient 6 was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6) on (B)(6) 2012, supported by companion 2 driver 10017. The customer reported that on (B)(6) 2012, the patient, while sitting in a wheelchair, accidentally stepped on his drivelines, causing the drivelines to disconnect from the tah-t cannulae at the cpc connectors. The patient lost consciousness and experienced loss of circulatory support for approximately two minutes. The clinical staff reconnected the drivelines and cpc connectors to the tah-t cannulae to restore circulatory support, and the patient regained consciousness. The cpc connectors were secured with wire ties as described in the companion 2 driver system operator manual. The customer reported that there was no adverse impact on or injury to the patient as a result of the disconnection of the drivelines from the tah-t cannulae.

Manufacturer narrative:
As of (B)(6) 2012, the customer reported that the patient is doing well and has been switched from the companion 2 driver to a freedom portable driver. Syncardia has completed its evaluation of this complaint and is closing this file.